Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm. Her blood glucose level was 330 mg/dl. The cannula was slightly bent. The customer also received a battery alarm prior to a no delivery alarm. She was unable to troubleshoot. The product was not returned. Nothing further to report.